Event description:
It was reported that an imaging catheter got stuck in a lesion. The 90% stenosed target lesion is located at the severely calcified and moderately tortuous distal right coronary artery. Due to severely calcified lesion, the physician was unable to move the opticross forward and image got lost. The device got stuck in the lesion during use. The device was eventually removed from the lesion after it was moved forward and backward. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition post procedure was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation with a kink was observed in the tip assembly at 96.3 cm from femoral marker to the distal end. The telescope assembly was not able to properly pull back, advance, or retract. There was no damage observed on the distal tip or guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core wind up in the telescope assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in a lesion. The 90% stenosed target lesion is located at the severely calcified and moderately tortuous distal right coronary artery. Due to severely calcified lesion, the physician was unable to move the opticross¿ forward and image got lost. The device got stuck in the lesion during use. The device was eventually removed from the lesion after it was moved forward and backward. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition post procedure was good.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the length of the target lesion was about 18mm and vessel diameter was about 3.2mm de novo lesion. The lesion was pre-dilated with the nse balloon. Some part from the tip of this device to the guide wire exit hole got stuck with the lesion. It was noted that "the physician thought that the calcified lesion was possibly lifted at some part and it caused the stuck issue during catheter insertion." When they changed the angle of the device, they were able to remove it from the patient.